Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance. The lead was not used. The lead was explanted and another lead was implanted successfully. There were no adverse consequences to the patient.